Manufacturer narrative:
Additional product evaluation observation performed: this valve was reportedly explanted after approximately 2 years and 11 months due to aortic stenosis from a patient with chronic renal disease treated with dialysis. The valve is a model 3300tfx, size 21 mm, pericardial aortic valve. During the examination of the valve, it was found that two of the leaflets (l1 and 3) were substantially stiffer than the other one (l2). Moderate to severe tissue calcification on leaflets 1 and 3 was confirmed by x-ray imaging. No substantial tissue calcification was noted on leaflet 2. Calcified vegetation was also observed at the commissural areas from inflow side perspective. Mild host fibrotic tissue (pannus) growth was noted on the valve. The calcification related valve structural deterioration (svd) appears to be the primary cause for the reported aortic stenosis in vivo for this particular valve. Tissue calcification mediated svd is a chronic and usually late event for the vast majority of bioprosthetic heart valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. The incidence of tissue calcification in bioprosthetic heart valves is highly variable among patients, suggesting that biological factors, such as patient age, end-stage renal disease, patient immune status, other comorbidities, play an important role in this process. It is possible that the chronic renal disease and dialysis treatment may be involved in the development of earlier bioprosthetic calcification in this particular patient.

Manufacturer narrative:
Device evaluation summary: as received, the free margin of leaflet 3 exhibited minimal calcification. Moderate to heavy calcification was observed in the cusp area of leaflet 1 and heavy calcification was observed in the cusp area of leaflet 3. Host tissue was minimal at the stent inflow. Incidental findings: the x-ray demonstrated wireform distortion at commissure 3. Sewing cloth was found cut near commissure 2. Wireform was observed to be exposed near leaflet 3 on the inflow aspect. These damages are most likely due to implant or explant. The reported stenosis was confirmed as secondary to calcification of valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had kidney disease that required kidney transplant, patient remains on dialysis. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic valve was explanted after an implant duration of two (2) years and eleven (11) months due to stenosis secondary to calcification. Patient received implant of a 20mm prosthetic device with no adverse patient effects as a result of the valve replacement.